Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging feeling pain on both sides near the kidney area,very bad allergies and drainage in throat which cause coughing. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging feeling pain on both sides near the kidney area,very bad allergies and drainage in throat which cause coughing. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of sound abatement foam degradation which was observed on the base unit. The manufacturer inspected the device internally and found two black pieces of plastic appeared to have broken off of the blower and were found loose in the blower box. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and air path, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they observed the presence of contamination in the air path and visible foam degradation inside the device.